Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device did not meet longevity expectations. Review of device memory confirmed/found a shorted lead and charge time exceeded code an x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and low out of range shock impedance measurements less than 20 ohms. Additionally, the device exhibited long charge times of 45 seconds resulting in a charge time out message and the device reaching end of life (eol). An invasive procedure was performed. The device was explanted and replaced. The lead was attempted to be explanted, however, the lead sustained insulation damage during attempts to explant with extraction tools and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.